Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device found the glass cap exhibited a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture could rotate independently of metal cap, indicative of a fracture beneath the metal cap. The glass cap exhibited mild devitrification at the output window. Additionally, the glass cap was rotated within the metal cap and protruded further than intended from the end of the cap, indicating a glue failure. The metal cap had mild charred detritus adhesion on surface. The fiber was tested with hene laser fixture and the aim beam exited from the tip and not the output window. During functional evaluation the fiber was tested with the hene (helium-neon) laser fixture. The testing conducted showed the aiming beam exited from the tip and not the output window thus confirming the as reported event. In addition, the hene laser fixture testing showed no signs of breakage along length of fiber. The connector cone, segments, and tabs were good condition and secure. Due to the observed glass cap circumferential fracture and glass/metal cap misalignment due to glue failure, an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The circumferential fracture and glass/metal cap misalignment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and glass/metal cap misalignment due to glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber forward fired instead of side firing. The fiber was replaced and the case completed with the second fiber without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber forward fired instead of side firing. The fiber was replaced and the case completed with the second fiber without clinical consequences to the patient.